Event description:
The user facility returned an asset evis exera iii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, no power. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage, a faulty power supply and the power switch was replaced, a damaged printed circuit board, the clip to hold cable was missing, the lamp was at 100 or more hours and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lack of power was caused by a faulty power supply. However, the definitive root cause of the power supply failure could not be determined. Olympus will continue to monitor field performance for this device.